Manufacturer narrative:
Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead; product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead; product ID: 3777-75, sn: (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that conductors 0, 5, and 7 were broken; 24.2 cm from the distal end of the lead. Circuits 0, 5, and 7 were open. No shorts between circuits. Product ID: 3777-75, sn: (B)(4) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the 5 conductors were broken; 25.8 cm from the distal end of the lead. Circuit 5 is open. No shorts between circuits. Product ID: 37714, sn: (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to 1 overdischarge. Good stable output. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient complained of nerve pain returning in their lower back and down the legs. The patient met with the hcp and then had her stimulator reprogrammed. An impedance check showed contacts 5, 8, 13, and 14 were high and out of range. One of the contacts was in the program the patient was using. The rep reprogrammed around the bad electrodes and set up high frequency settings. The patient was leaving for a trip out of the country, but she wanted to discuss setting up a lead revision and battery upgrade as well so she can be full body MRI compatible. It was unknown what led to the issue. The patient stated she was working around the house the saturday prior to the report and it seemed like all of a sudden her pain returned. No further complications were reported.